Event description:
Tubing ran continuously and caused extravasation in pt's knee (noted after the procedure). The pt required a fasciotomy due to compartment syndrome. Rn present in procedure, indicated the pump alarm sounded and observing the setup noted the door latch was not completely locked down. This was fixed and the unit re-started. The alarm sounded again, the tubing was disconnected and re-connected one more time. Unit was showing 2 to 3 bars of actual pressure the entire time. Further info obtained from risk manager indicated the possibility that air may not have been cleared from tubing before use (possible air bubble). Risk manager awaiting evaluation results from arthrex. This device is used for treatment.